Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant of the right ventricular (rv) lead no capture was confirmed on the pacing system analyzer (psa) and the lead impedance had an abnormal high value. The rv lead was removed and replaced with a new lead. No patient complications have been reported has a result of this event.